Event description:
It was reported to a physio-control service representative that the customer's device locked up twice while it was used for monitoring a patient. There was no adverse patient outcome reported.

Manufacturer narrative:
(B)(4): physio-control evaluated the device but could not verify the reported failure. The physio-control service representative replaced the power supply pcb assembly as a precautionary measure and observed proper device operation through functional and performance testing. The device was returned to the customer for use.